Event description:
A malfunction alarm with code malf 12 was reported, and it did not cause any adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the caller in resetting the pump. After the reset, the malfunction code did not recur, and the customer was instructed to continue using the pump and to call back if the issue reappeared.